Event description:
Dealer advised end users wife stated lift is jerking or getting stuck when lowering husband. Dealer advised could not duplicate the issue. Dealer advised with no weight it does not come down at all unless you push it down manually which tech advised this like a safety feature. Spoke with tech advised could be actuator.